Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after the device delivered hv therapy. During interrogation, many alerts were present including, possible hv circuit damage, possible hv lead issue and low out of range hv lead impedance. The physician reported that the episodes looked like noise, possible from cautery. The device and leads were both explanted and replaced. Patient condition was good after the event.